Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there were loss of prime warnings. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/22/2017 with the following findings: on investigation, loss of prime records were observed in black box; force readings do not reach zero. Rewind, load cartridge, and prime steps were performed successfully with no alarms. Force sensor calibration testing confirmed the force sensor was detecting correct force. The pump was exercised for 24 hours with no loss of primes occurring. The pump was opened and no damage was found to the force sensor circuit. Investigation did not duplicate the complaint. Unrelated to the original complaint, the display screen was noted to be dim/faded/discolored.